Manufacturer narrative:
Patient identifier: patient 1 has sample ids of (B)(6) and (B)(6). Patient 2 has sample ids of (B)(6) and (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely depressed architect tsh results on 2 patients that repeated higher with new samples. Patient 1 generated architect tsh of 0.31, 0.32, 0.30 uiu/ml (sid (B)(6)) but repeated 4.89, 4.84, 4.78 uiu/ml (sid (B)(6)) with a new sample. Patient 2 generated architect tsh of 4.81, 4.50 uiu/ml (sid (B)(6)) but repeated 6.35, 6.04 uiu/ml (sid (B)(6)) with a new sample. The account uses a tsh normal range of 0.35 to 4.94 uiu/ml. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Accuracy testing was completed using the retained sample of the likely cause lot number 82046ui00. The testing met acceptance criteria and therefore the lot performs as expected. A search for any non-conformances associated with the lot was performed; no issues were identified for this complaint issue. Historical performance in the field of the reagent lot using world wide data was evaluated. The patient median result for the lot was analysed and found to be comparable to all other lots in the field. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.